Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot: passed. Receiver download retrieved and attached: passed. . A review of the share logs/bin file was performed and signal loss was not found within the investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.